Event description:
It was reported that the fluid warming device's speaker was not working and there was no disposable alarm. No patient injury or adverse effects were reported.

Manufacturer narrative:
Other, other text: a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 and e4 are unknown, no information provided to date. Additional event information received indicating no patient involvement.

Event description:
Additional information was received which included the event date and there was no patient involvement. Event occurred during preventive maintenance.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacturer of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, cracked tank cover, and damaged enclosure. Functional testing found the printed circuit board (pcb) speaker wasn't working. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.